Manufacturer narrative:
Weight: unknown, ethnicity: unknown, race: unknown. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.00/+2.5/087 (sphere/cylinder/axis), into the patient's right eye (od), on (B)(6) 2021. The lens was removed on (B)(6) 2022 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved.